Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient had a driveline connector that can easily be pulled out from the controller. There was no reported patient injury as a result of this event, and the patient is reported to be doing fine. Controller log file analysis confirmed the reported vad disconnects and high watt alarms which may be indicative of physical disconnection of the driveline from the controller. The product was not returned to the manufacturer for analysis as it remains implanted in the patient, however, review of the manufacturing documentation indicated that the pump, (B)(4), met all internal manufacturing requirements. A manufacturing representative visited the patient to evaluate and troubleshoot the reported event; however, the issue reported was not able to be replicated. A possible root cause for the reported "poor mechanical connection" may be attributed to an improper connection of the driveline to the controller likely due to user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from italy by the distributor about a problem with a patient's driveline connector. The distributor explained that the connector can easily be pulled out from the controller. The manufacturer's representative advised the distributor to secure the connector to the controller following the manufacturer's recommendations. The manufacturer's representative reported to the site on february 21st 2014 to inspect the connector. It was observed that the connector locking mechanism worked as intended. The manufacturer's representative performed an external cleaning of the connector. The device was not returned to the manufacturer because it remains implanted. The patient tolerated the inspection well, there was no reported patient injury as a result of this event, and the patient is reported to be doing fine.